Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-4501 were received for investigation. Visual evaluation noted that the pushrod dislodges and bent from under the trigger. Assembly is wedged and stuck in the track. Functional testing was not conducted due to the damage to the instrument. The most likely cause for the reported failure is a user error. Improper deployment sequence leading to cannula obstruction.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii did not deploy the second anchor, the button became stuck. The first anchor was removed, and the case was completed using another ar-4501 meniscal cinch ii. This was discovered during a meniscus repair procedure on (B)(6) 2023.